Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was less than 20 mg/dl. The customer was treated with a glucose injection. The customer stated that he experienced low blood glucose readings for about 3 to 4 times a week. The customer was unable to troubleshoot for low blood glucose readings.